Manufacturer narrative:
Device evaluation is not completed yet; therefore we did not determine that cause of this event. This is an initial report, investigation result will be described in a follow-up report.

Event description:
It was reported that the balloon could not pass the lesion. The balloon used to a lesion with 90% stenosis in left coronary artery. However, the balloon was unable to pass through the lesion, so use of the product was discontinued. No complications were reported.

Manufacturer narrative:
It was reported that the balloon could not pass the lesion. The balloon used to a lesion with 90% stenosis in left coronary artery. However, the balloon was unable to pass through the lesion, so use of the product was discontinued. No complications were reported. During the complaint investigation, an additional information was informed that this event (complaint number: (B)(4)) was a duplicate of information previously reported to our company (complaint number: (B)(4)). As a result, the duplicated complaint (complaint number: (B)(4)) was withdrawn. The MDR report number for the previously reported complaint (complaint number: (B)(4)) is 3007835716-2025-00057. Please refer to the previous MDR report (MDR report number: 3007835716-2025-00057) for the investigation details and results.